Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brushheads are not staying on, they are loose in mouth [device breakage]. No adverse event [no adverse event]. Case description: a male consumer of unspecified age reported while using an older oral-b power rechargeable toothbrush handle professional care type 4736, the oral-b floss action brushheads and oral-b precision clean brushheads were not staying on and were loose in his mouth. No symptoms developed. No further information was provided.